Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device appears to trigger rejection: unable to observe as it is a medical event that is not related to the device. Material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade unknown. The right side device has been explanted and replaced.